Event description:
It was reported that the user observed a blood glucose of 225 mg/dl after eating lunch without announcing the meal while using the ilet system. The agent advised that the pump would deliver correction over time, and the user acknowledged understanding. Symptoms included hyperglycemia. Outcomes included no medical intervention, no alerts or alarms, and no hospitalization. Investigation included customer interview and product-use review focused on missed meal announcement and expected automated correction. Investigation of this case revealed normal device behavior with hyperglycemia associated with an unannounced meal and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.